Event description:
Patient was heard screaming for help. Certified nursing assistant (cna) checked on the patient and found her on fire. The patient's telemetry monitor was on fire. Cna helped the patient extinguish fire. The fire was extinguished, and telemetry monitor removed from the room. The patient was found with monitor on chest/belly with o2 tubing on top of it. Also, patient found with cigarette and lighter, it is plausible device caught fire after patient lit cigarette. The tubing was found burnt as well. Patient suffered with serious burns and burn unit rn cleansed and treated patient's burns. Patient was already sick, and the burns did not change patient condition drastically. The manufacturer inspected the device and could not conclude whether the device caught fire on its own or because of patient actions.

Event description:
Patient was heard screaming for help. Cna checked on the patient and found her on fire. The patient's tele monitor was on fire. Helped the patient extinguish fire. The fire was already extinguished, and tele box removed from the room. The patient was found with monitor on chest/belly with o2 tubing on top of it. The tubing was found burnt as well. Burn unit rn cleansed, and treated patient's burns.